Event description:
A customer reported that their t:slim x2 pump was cracked around the home button. There was no impact to the customer's blood glucose level mentioned. The customer opted not to pursue a follow-up with customer technical support and is in the process of obtaining a replacement pump.